Manufacturer narrative:
Voluntary medwatch report received: mw5167003.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited loss of capture. No intervention was performed. The patient had no adverse consequences.